Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the driver broke off during surgery; all pieces were retrieved from patient. Although the instrument was used during surgery, no patient complications were reported.